Event description:
It was reported that an ambulance sustained extensive damge as a result of a traffic accident on approx (B) (6) 2009 with a cot onboard. It was further reported that on approx (B) (6) 2009 that the same cot was being used to transport a pt; allegedly when the emts lowered the cot to complete a pt transfer (from cot to hosp bed) the right wheel caught on one of the bed wheels. Reportedly, the legs retracted and the cot tipped. The pt did not sustain injury.

Manufacturer narrative:
It is not possible to ascertain what caused the alleged event of the legs retracting due to the fact that the cot was involved in an ambulance accident prior to the event. Due to the potential for unk forces sustained during the traffic accident, stryker cannot visually inspect the cot to determine if it still meets specs. There is a potential for structural damge. A letter has been sent to the customer recommending they remove the product from service permanently.